Manufacturer narrative:
The report rec'd from our affiliate indicated that there was a balloon burst at 12 atmospheres during dilation of femoral superficial artery. A stent, which was implanted thereafter, could not be flushed and was removed. Procedure was terminated by a new balloon and stent. There was no pt injury. Clinical impression: pt was a male. Target vessel was the superficial femoral artery, described as having no calcification. During the percutaneous transluminal angioplasty, it was reported that the balloon ruptured at 12 atmospheres. There was no injury to the pt and the prod was returned. Procedural factors may have had an impact on this event. Lab report found the following: a clinical prod has been returned for analysis. The balloon had a full axial tear. Visual analysis: there was an axial balloon burst observed. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot # to date. A clinical prod has been returned for analysis. The balloon had a full axial tear. Sem analysis performed on the outer surface of the balloon material revealed evidence of surface abrasions that might have caused the balloon burst. It appears that these abrasion were caused somewhere during the procedure. Cordis has initiated corrective actions for balloon burst.

Event description:
Describe event or problem: balloon burst.